Manufacturer narrative:
Medwatch MDR report# mw5117778. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was scheduled and consented for a right thyroidectomy and sialoendoscopy surgery. Patient was brought to the operating room and completed surgical briefing, at which point anesthesia began induction using a specialty nerve monitoring endotracheal tube (medtronic nim tube, size 7.0) and direct fiberoptic glide scope visualization to ensure proper placement. In spite of this, there were anatomical challenges requiring more than one attempt and the decompression of the patient's stomach following masking. Second anesthesia, anesthesia tech, first assistant, circulator, and ear, nose and throat surgeon were at bedside to assist. The airway was secured, but then it was noted the endotracheal tube cuff (used to seal off the space around the tube to protect the airway) was not holding air once inflated. A bougie for tube exchange was obtained, and the anesthesiologist used this to exchange the tube for another of the same variety. The patient's anatomy presented similar challenges, and once again the tube's cuff would not hold air. The airway was examined with a fiberoptic bronchoscope, anesthesia team noting some minor trauma to the tissue and some bleeding/ minor edema, and it was decided to be in the patient's best interest to abort the procedure as opposed to continuing to instrument the airway. Of note, the endotracheal tube cuffs were tested under saline afterward, and the first tube had a pair of pinhole leaks, and the second had a single leak. Anesthesia was unsure whether the damage to the cuff was from the patient's dentition and difficult angle of anatomy during use or whether the tube was bad.